Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had damage to the thread area. The customer's blood glucose was unknown at the time of incident. Customer reports battery compartment level was broken. The customer reports that reservoir was not able to locked in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken battery tube thread. Insulin pump passed displacement test. No broken or missing reservoir tube o-ring during visual inspection. A test reservoir was installed and locking in place properly.